Manufacturer narrative:
Analysis received the unit with moisture damage on the keypad traces. There was no moisture damage found on the electronic assembly. However, all buttons functioned properly. There was no scroll bar movement without input by user. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 142 mg/dl at the time of incident. The customer stated that the numbers are not ramping and the scroll bar is not moving on their own. The customer stated the buttons are not responding. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.